Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. Information received on 05/13/2024 via abiomed¿s long-term outcome and quality indicator impella registry regarding the patient that endured pulmonary hemorrhage with a "definite" relationship to the impella device used: the patient was intubated, heparin was reversed w/protamine and pulmonary service was contacted for emergent assistance. Patient also received aspirin and ticagrelor. Urgent bronchoscopy performed. Clot occluding the lower left lobe (lll) noted, no active hemorrhage. Nimbex considered to ensure clot remains in lll bronchus and doesn't get coughed out. Maintain ventilation and oxygenation to achieve good hemostasis. Patient did not tolerate. Bronchoscopy on (B)(6) shows no clot in lll. Cta showed lll opacities correlated to pulmonary hemorrhage which was caused by device placement during procedure.¿ the patient recovered with sequelae.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Rp flex with smart assist system with automated impella controller & rp with smart assist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Manufacturer narrative:
Additional information was received indicating this is a duplicate report. The investigation for this issue will be reported in MFR 1220648-2024-11189.